Manufacturer narrative:
UDI information: (B)(4). Conclusion: a review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6) 2016, a patient was being treated for bilateral common iliac aneurysms with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. Following successful placement of iliac branch endoprostheses (ibe) components, the contralateral gate of the trunk-ipsilateral leg component was cannulated from the left side. A 16fr gore® dryseal sheath was utilized but could not be advanced into the gate, due to anatomy length. A contralateral leg component was advanced, but became caught on the distal edge of the contralateral gate. Rotation of the device eventually led to partial gate compression. The catheter was removed but the device had remained in the patient, partially deployed and positioned with the distal end extending into the external limb of the ibe. It was also noted that the proximal olive had detached from the catheter. Forward pressure was applied to the contralateral leg component to position the distal end above the ibe flow divider and the rest of the component was deployed. The rest of the catheter was removed revealing that the polyimide tubing of the catheter had broken just proximal to the distal olive. A coda balloon was positioned in the distal end of the limb to attempt to advance the proximal edge of the limb closer to the gate and to relieve some of the compression of the limb. There was very little movement of the proximal end of the graft. A bridging contralateral leg component was positioned on the right side and ballooned with a 16mm pta balloon; which was then used to balloon the contralateral gate. The proximal olive and polyimide tubing were retrieved with a snare from the right side. A 23mm x 12cm contralateral limb was used to bridge the 27mm limb and the contralateral gate. The final angiographic run showed good flow through both internals and externals.the patient had weaker distal pulses following the procedure which returned to baseline status. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.